Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair with mesh on (B)(6) 2015. The patient experienced hernia recurrence beginning on (B)(6) 2016. The hernia recurrence was resolved on (B)(6) 2016 with re-operation. The site reported that the event is possibly related to the mesh device and registry procedure. No additional information is available.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.